Event description:
Boston scientific received information that the patient with this right atrial (ra) lead developed an infection. This lead remains implanted; however, it was previously out of service prior to the infection.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information was received that this lead was explanted due to the ongoing infection issue. No additional adverse patient effects were reported.